Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed during the pretest and sterile water leaked from the funnel section. Per additional information via email from ibc on 26apr2024, it was confirmed that there was no balloon burst.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received five (5) photo samples. The first photo showcases an overview of 3-way temperature sensing catheter and syringe. The second and third photos show the funnel and deflated balloon. The last two photos show the catheter cap and tray label. Also received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and a leak was observed in the inflation arm, near to the cap. Further inspection evidenced a cut (0.0570 inch). This does not meet specification which states: cuts or nicks on the funnel are not allowed and inspection procedure : catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be beaten piece in the mold or the oven. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients - patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter. Correction: d UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed during the pretest and sterile water leaked from the funnel section. Per additional information via email from ibc on 26apr2024, it was confirmed that there was no balloon burst.